Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date: hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), toothache ("dental problems"), furuncle ("frequent boils"), urinary tract infection ("frequent urinary tract infections"), dizziness ("dizziness"), arthralgia ("joint pain"), menorrhagia ("heavy and prolonged menstrual bleeding"), pelvic discomfort ("discomfort"), dysmenorrhoea ("pinful menstrual cycle"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("pinful intercourse"), gingival pain ("gum pain") and headache ("headache"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, abnormal weight gain, toothache, furuncle, urinary tract infection, dizziness, arthralgia, menorrhagia, pelvic discomfort, dysmenorrhoea, vaginal haemorrhage, dyspareunia, gingival pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, furuncle, gingival pain, headache, menorrhagia, pelvic discomfort, pelvic pain, toothache, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in date of removal (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: events: dysmenorrhea, vaginal bleeding, teeth and gum pain, headache , patient demographic, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date: hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), toothache ("dental problems"), furuncle ("frequent boils"), urinary tract infection ("frequent urinary tract infections"), dizziness ("dizziness"), arthralgia ("joint pain"), menorrhagia ("heavy and prolonged menstrual bleeding"), pelvic discomfort ("discomfort"), dysmenorrhoea ("pinful menstrual cycle"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("pinful intercourse"), gingival pain ("gum pain") and headache ("headache"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, abnormal weight gain, toothache, furuncle, urinary tract infection, dizziness, arthralgia, menorrhagia, pelvic discomfort, dysmenorrhoea, vaginal haemorrhage, dyspareunia, gingival pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, furuncle, gingival pain, headache, menorrhagia, pelvic discomfort, pelvic pain, toothache, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in date of removal (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), furuncle ("frequent boils"), urinary tract infection ("frequent urinary tract infections"), dizziness ("dizziness"), arthralgia ("joint pain"), menorrhagia ("heavy and prolonged menstrual bleeding") and pelvic discomfort ("discomfort"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, abnormal weight gain, tooth disorder, furuncle, urinary tract infection, dizziness, arthralgia, menorrhagia and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, arthralgia, back pain, dizziness, furuncle, menorrhagia, pelvic discomfort, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results: on an unknown date: hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.